Event description:
On 09/19/2024, a sales representative reported via (B)(6) that (qty. 2) of an ar-9676 angled reamer, drive shaft inner rod bonded to the augmented reamer with two different sets. The case was delayed 15 minutes. This was discovered during a reverse tsa procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.